Event description:
The customer reported that during a surgical procedure one of the cuffs of the device would not hold pressure and was leaking. A loss of pressure could pose the risk of systemic exposure to local anesthetic if it should recur during a bier block procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.